Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the reduced mobility reported was likely the result of the patient's fall, which led to pain.

Event description:
Patient fell and experienced reduced mobility for approximately one week. No analgesia was required. Complaint of some mild thigh pain is now resolved. This event report was received through clinical data collection activities.